Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device has not been recognizing battery changes, reservoirs and that there are cracks on the screen. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states they had dropped the pump on the floor. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with high idle current due to a faulty component on the remote frequency board. The pump was reset with the correct time/date and monitored. The pump passed the error test. No time/date anomaly or erase settings noted. The pump had a cracked lcd window, a cracked case at the display window corner and a cracked reservoir tube lip. No crack on the display was noted.